Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue